Event description:
An aq2003v model lens was implanted and removed due to surgeon noticing debris on the lens. The lens was checked before loading, and it looked fine. The surgeon thought the lens to be defective. There was no patient injury. An msi-tm injector and an aq2.8s cartridge were used. The lot numbers are unknown.